Manufacturer narrative:
Additional information was requested and the following was obtained: was any anomaly or deficiency of the needle noted prior to use? No information. Where was the needle grasped (middle, swage, tip) during the procedure? No information. What is the surgeon opinion of contributing factors to needle breaking? Presumably, the tip of the needle might have been grasped when the uterine myometrium was sutured. Were any x-rays taken to locate the needle piece? No x-rays were taken; however, the MRI and the CT were taken in order to locate the needle piece. Which tissue is the needle retained in? The needle is retained in the uterine myometrium. What size (in mm) of the needle portion is retained in the patient? The size of the needle portion retained in the patient is unknown. Does the surgeon plan to remove the needle from the patient's tissue? No information. What is the surgeon's opinion of consequences to the patient? It is serious. What date did the patient develop bleeding? Unknown. What is the surgeon's opinion of the needle relationship to the bleeding? No information. What was the amount of blood loss for the patient? No information. Was any transfusion required and what date? No information what are the patient age, date of birth, weight? The patient age, dob, and weight are unknown. Do you have the other portion of the needle for evaluation? No, we don¿t. Do you have any samples from 4 possible lots for evaluation? No, we don¿t. What is the current condition of the patient? Currently, the patient is being followed-up as an out-patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# jem194, exp date: 04/30/2017, MFR date: 05/04/2015; batch# jem592, exp date: 04/30/2017, MFR. Date : 05/06/2015; batch# jg5158, exp date: 05/31/2017, MFR date: 06/26/2015; batch# jg6115, exp date:05/31/2017, MFR date: 06/15/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2015 and the suture was used for knotted suturing of the myometrium. During the procedure, a needle breakage at the tip occurred and there is a possibility that a tip of a needle is remaining in the patient. At the time, the surgeon closed the wound without any difficulties. The doctor opined that there was a possibility that the tip of the needle had been grasped at the suturing. Following the procedure in 2016, the patient presented with bleeding tendency and was examined with MRI and CT scan. Currently, the patient sees the doctor regularly. Additional information has been requested.